Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular (rv) lead exhibited noise oversensing resulting in inappropriate anti-tachycardia pacing (atp). Additionally, fracture was noted on the rv lead. Programming changes were performed to address the issue. There were no patient consequences reported.